Manufacturer narrative:
The reported event was confirmed by CAPA association. Primary root cause of suction related issues is a broken canister, followed by user related issues associated with incorrect tubing connections or canister lid not being properly secured. In addition, there are a smaller portion of suction issues associated with internal tubing not being held in the proper position resulting in a kink (or the possibility of a low suctioning pump component). The lot number is unknown; therefore, the device history record could not be reviewed. Labeling review was not required due to confirmed CAPA case. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had used the purewick urine collection system only once and wanted to return it because it did not work. Patient thought that this caused urinary tract infection from the urine that was sitting in the purewick and was not suctioning. It was unknown that what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had used the purewick urine collection system only once and wanted to return it because it did not work. Patient thought that this caused urinary tract infection from the urine that was sitting in the purewick and was not suctioning. It was unknown that what medical intervention was provided for urinary tract infection.